Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved proximally on the balloon. The entire length of the stent received damage and the proximal portion of the stent was severely damaged and bunching of the stent struts was evident. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during advancement attempts, where the device encountered resistance on advancement. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 80% stenosed, with a >45 and <90 degree bend target lesion was located in the moderately calcified posterior descending artery (pda). Pre-dilatation was performed with a semi compliant balloon catheter. A 2.25x28mm promus element ¿ stent was advanced to treat the lesion, however, resistance was encountered and the device was unable to cross the lesion due to tortuosity of the vessel. The device was removed from the patient. The physician then performed plain old balloon angioplasty (poba) and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent move on balloon and stent damage.